Event description:
It was reported that the patient experienced skin irritation at the infusion site on the abdomen after more than 48 hours of pod wear. The patient reported that reactions had also occurred at previous pod sites on the thigh. She reported that the infusion sites developed intense itching, redness, swelling, and scarring in the shape of the pod, which she attributed to the pod adhesive. The reaction worsened when the site became wet or sweaty, noting that she still has marks from pods worn within the last year, and she experienced similar reactions to other adhesive products such as dexcom. The patient consulted a dermatologist approximately two months prior to reporting, who diagnosed contact dermatitis and prescribed clobetasol cream. The specific date of medical attention was not provided; therefore, the event date provided in this report is approximate. Despite trying various preventive measures, including flonase spray, tegaderm, skin preparation with baby oil and antibiotic cream, and patches over and under the pod, the reactions persisted. The patient has since discontinued omnipod use and switched to a tubed pump system to allow her skin to heal, noting that permanent scarring had developed from the skin reactions.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.